Event description:
During non-clinical use on (B)(6) 2026 there was a non-recoverable alarm on the bedside unit, due to a low voltage on the arm backup battery (abb) no harm to a patient or user, .at the time of this report, no further information has been provided.cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distibutor fieldservice engineer.cmr surgical ltd does not consider this report and content to be an admission that its product is defective orthat it has caused adeath or serious injury.